Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that the cause of the event was noted as the lead. Lead/extension break was noted. The patient fell damaging the lead. Normal was checked under the implantable neurostimulator (ins) which was adjacent to battery depletion (which was not checked). Removal and total replacement of the ins and lead was noted on (B)(6) 2014. Signs and symptoms noted interstim quit working. Hospitalization was not required. Patient outcome was noted as no injury.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-33, lot# v971119, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that there was interstim malfunction. The reporter noted that the interstim device malfunctioned, that is, ¿it did not do what it was supposed to do¿. The device was explanted and replaced on (B)(6) 2014. See attached user facility medwatch (B)(4).